Event description:
It was reported that when the 2.4 guide was passed through the 7mm femoral guide, metal particles from the pin were generated when the motor was activated. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.